Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned intrauterine device'), pelvic pain ('pelvic area - pain') and neutropenia ('autoimmune disorder type of disorder: neutrapenia') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neutropenia, leukopenia, endometrial disorder and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue,"), 4 months 23 days after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and rosacea ("rashes or skin conditions type: rosacea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches,") and headache ("migraines / headaches,"). On (B)(6) 2015, the patient experienced neutropenia (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and dyspareunia ("dyspareunia / pain during sex"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, neutropenia, alopecia, menorrhagia, vaginal haemorrhage, rosacea, migraine, headache, fatigue, weight increased, and dyspareunia outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neutropenia, pelvic pain, rosacea, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Successful bilateral tubal occlusion with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporter's information added. Event: malpositioned intrauterine device were added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area - pain'), genital haemorrhage ('abnormal bleeding (general)') and neutropenia ('autoimmune disorder type of disorder: neutropenia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue,"), 4 months 23 days after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and rosacea ("rashes or skin conditions type: rosacea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches,") and headache ("migraines / headaches,"). On (B)(6) 2015, the patient experienced neutropenia (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia / pain during sex"). The patient was treated with surgery (surgery is scheduled for (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, neutropenia, alopecia, menorrhagia, vaginal haemorrhage, rosacea, migraine, headache, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neutropenia, pelvic pain, rosacea, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion successful bilateral tubal occlusion with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received : case was updated from other event to incident. Following events were added : abnormal bleeding (general), dyspareunia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.